Manufacturer narrative:
The unit had a blank display and a constant tone alarm due to moisture damage on the electronic assembly. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to a blank display. The unit had a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a blank display and a beeping noise. The customer's blood glucose level was 148 mg/dl. The customer also reported that his blood glucose levels dropped to 61 mg/dl during the 10 minute rest period and treated with eating peanut butter and crackers. The customer stated the low blood glucose levels were caused by not eating lunch. The product was replaced and returned.